Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the viewing station of the imaging system. Connections were checked on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a procedure, the imaging system monitor displayed that there was input. It was noted that the user attempted to cycle power to the monitor without resolution. The representative then attempted to shut down the viewing station of the imaging system but the station would not power down. It was noted that the reported issue occurred after transferring the imaging system from the operating room (or) to storage. There was no patient present when this issue was identified. No additional information was provided.